Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received multiple inappropriate shock therapies while at a state of emotional distress. The patient came into the hospital and was diagnosis showed the shocks were because of atrial fibrillation with rapid ventricular response. Programming changes were made. No adverse consequences were detected.